Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2011 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu2011) have been reported from the same facility.

Event description:
It was reported that the grey port was unable to flush and then later was reported to be leaking. Discontinuation notes documented use of a securacath. The dressing was changed every few days and right before the leaking was noted.